Event description:
During a d and e procedure the vc-10 had increased suction pressure that sucked the specimen into the generator and created add'l bleeding. The procedure had to change to a hysterectomy after the extra bleeding happened. The pt spent extract time in the hosp recovering.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.